Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by the facility main ed supervisor and rn that the needle does not retract completely into the safety chamber, but they are unsure if this is use error or a manufacturing issue as it happens occasionally. Nurses have reported it happened with all size catheters such as the 20g x 2.25. Additional information from the customer "I have followed up with a few of the nurses who stated they have not had another issue with the retractor button but I unfortunately do not have any more information to share." The customer reported this occurred several times with all catheters however the exact quantity or the specific product information was not provided to bd vascular access devices field assurance.